Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Customer did not provide dates or cartridge sn for the results, therefore, further investigation could not be completed due to lack of information.

Event description:
Customer reported two false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See (B)(4) for alternate false negative result. Customer received a false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 19898f, reader sn (B)(4)). Customer tested positive on an unknown date with an unspecified covid-19 government antigen test. A review of the customer reader data with lot 19898f shows four negative results on (B)(6) 2022, however, customer did not specify which two results were being questioned. Although requested, customer did not respond to technical supports three attempts to obtain further information.